Event description:
Revision surgery was required due to apex modular stem failure at the stem/neck junction.

Manufacturer narrative:
This is most likely a result of pin shearing, which is known issue with the early modular hip stem. Mechanical tests were performed on similar devices.